Event description:
(B)(4). The dealer reported that the unspecified mechanical wheelchair crossbrace kept on coming loose, resulting in the unit becoming wobbly and have both frame sides bent toward the upper back of the crossbrace. There was no injury reported.